Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon and a 4.00mm x 8mm nc emerge balloon catheter were selected for use. However, during inflation at 8 atmospheres, both balloons ruptured. The procedure was completed with a different device. No patient complications were reported.